Manufacturer narrative:
The device was returned to olympus for inspection. The investigation did not identify a root or probable cause for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer returned the colonovideoscope to the repair center for a separate issue. During the device analysis, the repair center identified fibrous foreign material in the nozzle. There was no patient involvement.